Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on event 1 day, 6-may-2024, and event 2, 18-may-2024, it was reported that one infusion set leaking began at insertion site and infusion is long for both event 1 & event 2 is 48 hours. No further information available.